Event description:
It was reported that the patient fell. During a follow up, high capture threshold was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.